Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Tandem technical support educated customer on overfilling the cartridge and customer declined to provide additional information. The same cartridge was reloaded to resolve the issue. Customer¿s blood glucose level ranged from 122-123 mg/dl.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.